Manufacturer narrative:
Clear tip sheared at distal tip and introducer sheath detached from handle. The analysis results found that the sheath was received detached from the handle and the tip was torn and missing. No conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, the mammomarker did not deploy. Used another marker to finish the biopsy. There were no patient consequences reported.